Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the device found that the clamps and saddle were in the up position indicating that the screw head was not locked onto the screw shank. It is possible that the screw head was not fully engaged onto the screw shank when using the head inserter instrument or that there was not enough space around the screw shank for the amp screw head to properly engage. The exact cause of the reported issue cannot be determined.

Event description:
It was reported that the screw head disassociated from the screw shank two days post-operatively. They were removed and replaced. All other implants on the two level construct were checked and determined to be connected.